Manufacturer narrative:
Initial.

Event description:
It was reported that the user was awakened by a low glucose alert with a blood glucose value of 70 mg/dl while using the ilet system, treated the event with two glucose tablets and juice, and glucose rose to 151 mg/dl; the user had been sleeping, did not perform a confirmatory fingerstick, and reported no prior similar lows on the pump. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included case triage and troubleshooting education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no reported device malfunction or component failure and no replicable issue, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.